Manufacturer narrative:
The customer reported that the multi-gas device is giving a calibration error and the co2 numbers are wrong. The device was returned to nihon kohden, evaluated, and the reported issue could not be confirmed. The device was tested several times and never gave a calibration error. All gases read within parameters. The customer was contacted and provided with the results of nihon kohden's testing. The customer advised it was ok to send the device back. The unit was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the multi-gas device is giving a calibration error and the co2 numbers are wrong.